Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cs300 intra-aortic balloon pump (iabp) console that displayed full battery charge when unplugged and then immediately showed half charge with regards to battery. The staff reported that they unplugged the cs300 in order to ambulate the patient and within 18 mins the cs300 was alarming low battery. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), a getinge field service engineer (fse) reported that all of the cs300 units underwent preventative maintenance since this issue. The fse reached out to the biomed to understand which unit the patient was using but was unable to obtain the information. At this time the customer has not identified the correct unit. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a